Event description:
It was initially reported that the device was cutting too deep and it cut down into the muscle of the patient. Additional clinical information determined that the issue occurred during surgery. As a result of the patient injury the graft harvest was stopped and the skin was stitched back together. An alternate device was retrieved and an alternate location was used to harvest an additional unplanned graft harvest. There was a delay to the procedure of approximately 1-15 minutes to the procedure while the patient was under anesthesia.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Manufacturer narrative:
Device was manufactured on 1/29/1998 and has no repair history at zimmer surgical since (B)(6) 2011. Investigation revealed damage to the head, neck, control bar, hose, width plates and screwdriver. Prior to repair, the device operated within motor speed specifications and the master blade was flush with the control bar. The device was outside calibration specifications at the zero thickness setting and outside side to side specifications at the zero and 0.0200" thickness settings. Repair of the device included replacement of the head, neck, control bar, hose, width plates, screwdriver and standard repair parts. Post repair analysis revealed corrosion to the motor casing, bearings, interior of the head and neck and to the swivel. The reported event was not reproduced during testing; however, the damage to the head and control bar, due to improper handling by the user, and lack of calibration of the device, due to lack of preventative maintenance, most likely led to the customer's reported event. Per the instructions for use, "the zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was repaired and scheduled to return to the customer.